Event description:
The report received stated a (B)(6) old male pt was in the hosp in intensive care. An inflating test was performed prior to use with positive results, the cannula (tube) was positioned (inserted). After 30 minutes the cuff broke. A new cannula (tube) was used. It could not be conformed if the lot number reported is the correct number associated to this tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.